Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. There was no motor error alarm and the motor passed the motor test. However, there was dried insulin that was found on the motor slide. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading went as high as 418 mg/dl and as low as 37 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer believed the insulin pump malfunctioned which resulted in fluctuating blood glucose levels. Customer advised the drive support cap appeared normal. Customer advised the motor error alarm occurred during bolus delivery. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.